Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their battery had gone dead and it was not doing what it was supposed to do. The patient reported she had been trying to work with her healthcare professional (hcp) that put it in, but the insurance company was dragging their feet. The patient is implanted for interstim-other.

Event description:
Additional information was received from the patient and it was reported that the patient had their neurostimulator (ins) for 6 years and it just went dead. The patient reported that they hoped to get a new battery put in on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.